Event description:
It was reported that during fitting the patient hears the telemetry on channels 1 and 2 (also with extreme pulse widths), the telemetry is unusual, particularly on the low values. Nevertheless, the patient is able to hear and understand, however, when channels 1 and 2 are deactivated, some sound is lost. According to a report from the father, the child has not received a blow to the head or anything similar. There were no traces of injury to the skin, but there was a pea-size swelling directly over the implant, which upon light pressure was clearly painful.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.